Event description:
Radiometer reference number (B)(4). According to complaint, customer reported potassium results on the abl90 flex plus analyzer (serial number (B)(6)) is elevated and believed to be incorrect. When compared to another device / lab analyzer, the results were lower.